Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a high blood glucose reading of 370 mg/dl. The customer was also incoherent. The customer had received a replacement insulin pump, and needed assistance with the settings. Assisted the customer with the programming of the insulin pump. Nothing further was reported.